Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, where a taxus express2 drug eluting stent was placed, a stent thrombosis occurred. Additional information has been requested but not provided.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.